Event description:
It was reported that the customer's insulin pump was heating up and intermittently turns on and off. Customer's insulin pump was not in the system since the customer bought the insulin pump from a friend and did not know anything about the donation process. Customer stated that he has a blank display on the pump screen. Customer was currently not attached to the insulin pump. Customer stated that the battery carrier was broken and that he was using duct tape on it. Customer was advised to discontinue use of the pump and that medtronic no longer has pump battery carrier or any pieces for the insulin pump. Customer stated that he was trying to upgrade and they told him that the upgrade was cancelled. Customer was advised that if he chooses to use that insulin pump, at this point it is his under his responsibility. Customer understands and no product is being returned. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.